Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that after 2 1/2 months of support, the pt presented with a low international normalized ratio (inr) and was admitted to the hospital. The pt was subsequently administered tissue plasminogen activator (tpa) as the doctor noted that the pt's left ventricle was not unloading adequately. The pt suffered a hemorrhagic bleed after the administration of the tpa and remains in the intensive care unit (ICU).

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.